Event description:
The us complainant had a 5.5 pump support ongoing when there were automated impella controller (aic) alarms that prompted the team to replace the aic. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.